Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently delayed start up and displayed message codes "error 45" and "error 46". The complainant indicated that there was no patient involvement in the reported failure.